Event description:
The insulin pump was returned without authorization. No reason for the return of the unit was given.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose drive support disk. The insulin pump was received with a scratched display window, cracks on the battery tube threads and reservoir tube, and a missing end cap sticker.